Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that scs ipg could not set in the MRI mode (patient is scheduled for CT myelogram) lead contacts displayed low impedances. Attempt to increase impedances were unsuccessful. Surgical intervention was undertaken to have the lead explanted and replaced and impedances were within normal limits and patient placed in MRI mode.